Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was placed via right surgical axillary artery in a 61-year-old male with acute decompensated chronic cardiomyopathy. On day 10 of support, the site was swabbed for potential infection and antibiotics were ordered. On day 20 of support, the where high purge pressure high alarms that the team was successfully able to troubleshoot. After two months, there were positive blood cultures and treatment started. On day 124, the pump was successfully explanted as the patient was successfully transplanted. The pump was in place well beyond the indicated use.